Manufacturer narrative:
(B)(4). The location of the reported device is unknown; therefore, it will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a supplemental MDR will be submitted.

Event description:
It was reported that the flexible silicone drill driver broke. This did not result in patient harm or impact. Due diligence is in progress for this complaint; to date no additional information or product has been received.